Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The manual "try it" testing was performed and it failed. The global receiver tool sound test was performed and it failed. The receiver functional test was performed and it failed. An interior inspection found moisture damage. The customer complaint was confirmed. The probable cause was determined to be a defective speaker.